Manufacturer narrative:
Findings: up arrow button did not respond due to corroded keypad trace. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap stick. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 16.7 mmol/l. The customer states that frequently no or intermittent response by button press (all buttons) and time clock changed. The customer press button slowly and insulin pump not dropped or exposed to moisture. The keypad not lock, no button error in history and the customer used (B)(6) batteries. The customer was asked verbally and in written form to return broken insulin pump for analysis.